Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found the lens torn in half lengthwise, lens in two piece. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusions can be drawn): based on the complaint history, lens work order search and the eval of the returned product, a specific root cause of this event could not be determined. #(B)(4).

Event description:
The rptr stated the surgeon inserted a cc4204a collamer single piece lens in the pt's eye. Lens was inserted and removed due to pt's capsular bag ripped. The physician cut the lens to remove from the eye. Cause of this event is unk and no further info was available.

Manufacturer narrative:
Method: medical review. Results: medical review: reportedly intraoperative lens (single piece collamer) removal was performed to address posterior capsular damage. No reported problem with the lens before or during insertion. No information if any other lens was implanted or the eye was left aphakic. Despite multiple attempts no additional information was received. It is very likely that posterior capsular damage had occurred during the phacoemulsification (before lens insertion) but was not identified until the surgeon placed the iol. Per dfu warnings:" this iol should not be implanted if the posterior capsule is ruptured or if a primary capsulotomy is to be performed." It should be noted that patient related factor (anatomy issue, type of cataract, etc.) Could have caused/contributed to the event. Conclusions: based on the complaint history, work order search, device history review, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: device history review. Results: device history review: after reviewing the device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process of the lens. Based on the available information being provided from the facility, quality engineering concludes that the most likely root causes to the capsule tear may be surgeon technique or patient related issues. Conclusions: based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).